Manufacturer narrative:
Sc-1132 sn:(B)(4) device evaluation indicated that the complaint was confirmed. U2-asic was damaged and it resulted in the reported complaint. A hot spot was detected on u2-asic. The device exhibited excessive battery depletion rate, and sleep current leakage.

Event description:
A report was received that the patient's remote control would not communicate with the ipg. Database analysis revealed no anomalies. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient's remote control would not communicate with the ipg. Database analysis revealed no anomalies. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure and was doing well postoperatively. Device malfunction was suspected.

Event description:
A report was received that the patient&#38112;remote control would not communicate with the ipg. Database analysis revealed no anomalies. The patient will undergo an ipg replacement procedure.